Event description:
It was reported that during a da vinci s mitral valve repair procedure, the message "patient cart not detected" appeared. With the assistance of an isi clinical sales representative (csr) and technical support engineer (tse), the site attempted to emergency power off the system multiple times, however, the message continued to appear. A fiber optic cleaning kit was used to clean the fiber connections on the red cable connecting the surgeon side console (ssc) to the patient side cart (psc) multiple times, however, the issue continued. The site was asked to swap the ends of the red cable, however, the cable was not fully accessible. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the "patient cart not detected" message experienced by the customer was associated with the red system cable. The red system cable connects the surgeon console and the patient cart and passes video, audio, and data during system operations. The fse discovered that the cable fibers were dirty, thereby, preventing the psc and ssc to connect properly. The system was repaired by replacing the affected cable. As of april 30, 2009, there have been no reported recurrences of the issue at this hospital.